Event description:
Boston scientific received information that the patient implanted with this device system was hospitalized for an unknown reason. The boston scientific sales representative attempted to interrogated the device, however, was unsuccessful. Pacing at 70bpm was observed on the telemetry monitor. Extensive troubleshooting was performed, however, the device was not successfully interrogated. The residing registered nurse (rn) reported that a conflicting implant date was in the clinic notes. Additionally, the patient reported receiving a shock approximately one month prior, however, no further details were provided in regards to this. Technical services discussed recommendations. It was later reported that approximately one month post implant of this device, a pocket infection was observed. The device was explanted and it was suspected that the leads were surgically abandoned. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
All available information indicates that the product remains inactively implanted. As no further information concerning this report is expected, (B)(4) investigation is complete. This investigation will be updated should further information be provided.